Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in the follow up-report.

Event description:
It was reported: as part of the relocation of a patient with subdural hematoma from hospital (B)(6), the error message "inop - equipment failure - tf 04.0028 poti: pmax unplugged - equipment switch off, notify dragerservice " occurred 10 minutes after departure. The patient could be easily ventilated with an ambubag without complications. Vital signs were stable. There was no injury reported.

Manufacturer narrative:
The device investigation and the reported failure message indicated that the unit has detected an error condition which is related to a problem with the potentiometer which is used for setting of maximum pressure of the breathing gas. The specific nature of the malfunction is known from earlier reports. The respective potentiometer had developed an oxide layer, most likely due to not being turned for a longer time, which resulted in contact problems. Dräger has developed a software upgrade which requires the user to rotate the four potentiometers of the device during the mandatory pre-use check. That movement will prevent from development of an oxide layer. The oxylog 3000 is an emergency and transport ventilator which requires during use constant supervision of patient and device by a trained operator. A back-up ventilation method has always to be kept available. The device has responded to the particular error condition as specified and alerted the user via the reported alarm. The reported failure of the pressure potentiometer is a rare case.